Event description:
A customer reported that the pump declared alarm 20, leading their blood glucose level to exceed 500 mg/dl; the specific value was displayed as "high." The issue did not cause any injury, and the customer did not have ketones. A correction bolus was administered via the pump. The pump alarm was noted to have previously been reported with this pump serial number. Technical support resolved to send a replacement pump, and the customer was instructed to use multiple daily injections as backup therapy. The customer was also guided on how to put the pump into storage mode and was asked to return the faulty device with a pre-paid label within ten days.